Event description:
It was reported that the pump and catheter were removed due to infection. The infection was believed to be at the pocket. It was unclear as to when the infection started but the explanted was believed to have occurred on (B)(6) 2014. It was unknown what medication this device system delivered at the time of the event. Additional information was requested. It was further reported that vancomycin was administered perioperative. The patient did not have meningitis. The patient¿s infection did resolve and the patient was re-implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).